Manufacturer narrative:
Date of event is an estimate based on aware date as event date is unknown.

Event description:
It was reported that failure to deflate and shaft break occurred. A 4.50 x 16mm synergy megatron was advanced and deployed at the target lesion, but while removing the delivery system, the balloon would not deflate. An en bloc removal of the guide catheter and balloon was performed. While removing through the introducer, a balloon catheter rupture occurred, with the balloon pleated inside. No patient complications were reported in relation to this event.

Event description:
It was reported that failure to deflate and shaft break occurred. A 4.50 x 16mm synergy megatron was advanced and deployed at the target lesion, but while removing the delivery system, the balloon would not deflate. An en bloc removal of the guide catheter and balloon was performed. While removing through the introducer, a balloon catheter rupture occurred, with the balloon pleated inside. No patient complications were reported in relation to this event.

Manufacturer narrative:
B3 date of event is an estimate based on aware date as event date is unknown. Device evaluated by MFR: a 4.50 x 16mm synergy megatron stent delivery system (sds) was returned for analysis with a guidewire inserted which could not be removed. No stent was returned , the stent was implanted in the patient. A visual and tactile examination of the hypotube shaft found a break 29.5 cm distal to guidewire port, the distal portion of the device, including the balloon and tip were not returned. Multiple hypotube kinks were also noted. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found stretching and bunching along the entire length of the shaft polymer extrusion.